Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device malfunction: suture break. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the femoral artery after an unspecified procedure. Reportedly, when the device was being withdrawn from the patient, a suture break occurred. Hemostasis was achieved using an angioseal. There were no reported adverse patient effects. Though requested, no additional information was available.